Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient experienced discomfort in the pacemaker pocket. Diagnostic imaging revealed that the left ventricular (lv) lead was dislodgement. The lv lead was repositioned to resolved the event and the patient was stable.